Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system has been recording a high volume of atrial arrhythmia episodes. Due to the first in, first out (fifo) storage system, some significant episodes may have been overwritten. Additionally, there was undersensing in the atrial channel. This lead remains in service, and no adverse effects were reported.